Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Npb was not authorized to service this ventilator. The customer tested the ventilator. It was reported vent passed all testing. No problem found.